Event description:
The customer reported approximately five (5) milliliters of unknown clear fluid dripped underneath the instrument involving the coulter lh 780 hematology analyzer. The customer performed quality control (qc) after the fluid leak and noted all results correlated with previous values. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted, and there was no patient consequence. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) noted the tubing had a hole and replaced the green stripe tubing connecting to pinch valve vl25 to resolve the issue. The fse adjusted the manual probe wipe module and verified system operation. Service activity performed was verified to meet the specified requirements per the established procedures. The instrument conformed to the manufacturer's published performance specification. (B)(4).